Manufacturer narrative:
Synthes sales rep. Investigation summary background: it was reported that on an unknown date, during inspection there was a collar bent on screw driver handle. There was no patient involvement. This complaint involves one (1) device. Flow: damage: visual (appearance not as expected) visual inspection: visual inspections revealed that the distal alignment tab was found bent, cracked, stripped and worn out. Hence the complaint is confirmed. The distal tip threads were also found stripped/ damaged. There were few nicked marks on the body of device too. Does received condition agree with the complaint description? Yes. Dimensional inspection: dimensional inspection was not performed due to manufacturing damages. Document/ specification review: handle for 90° screwdriver - sm_118914 rev g. DHR review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Conclusion: a definitive root cause could not be determined, it is possible that rough handling during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.505.004, lot: 8164700, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 14.dec.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that on an unknown date, during inspection there was a collar bent on screw driver handle. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).